Event description:
As reported by the (B)(4) study registry, a patient with unknown medical history experienced amaurosis fugax with left visual field loss post radiation treatment. No other information has been provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.